Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had no button response on the up arrow button due to corroded keypad traces. No unexpected numbers ramping noted. The device had cracked case at the display window corner and cracked reservoir tube lip.

Event description:
Customer reported issues with the insulin pump. Customer states that there are issues with the key pad. The blood glucose reading is 130 mg/dl. Nothing further reported.